Event description:
It was reported at implant attempt, there was severe oversensing noted after the pocket was closed. The pocket was re-opened, and the lead re-inserted into the device header. However, the oversensing was still observed. This implantable cardioverter defibrillator was explanted and replaced. Consequently, oversensing resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the implantable cardioverter defibrillator was returned and analyzed. Visual examination of the connector block, grommets and setscrews found no anomalies. Primary analysis finding: no anomalies were identified.